Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed, as the receiver initially booted up to download the receiver logs and then the receiver failed to boot up afterwards. Functional tests were not performed as the receiver failed to boot once the receiver log was downloaded. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge test was performed and passed. A receiver boot test was performed and failed, as the receiver did not reboot after the receiver log was downloaded. Functional tests were not performed, as the receiver failed to reboot after the receiver log was downloaded. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).